Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A 4.00 x 20mm synergy megatron drug-eluting stent was deployed. However, upon inflation at 11 atmospheres, the stent caused a proximal edge dissection that was sealed using another 4.00 x 38mm synergy xd to complete the procedure. There were no further patient complications. The patient fully recovered.

Event description:
It was reported that vessel dissection occurred.the target lesion was located in the right coronary artery. A 4.00 x 20mm synergy megatron drug-eluting stent was deployed. However, upon inflation at 11 atmospheres, the stent caused proximal edge dissection and it was sealed using another 4x38mm synergy xd to complete the procedure. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:this investigation is assigned a conclusion code of known inherent risk of the device. This code was selected as the most probable complaint cause based on the information available. Dissection is listed in the products IFU as a known inherent risk associated with device use. The reported dissection required treatment via deployment of additional stent to seal the dissection, therefore additional device required was coded as related to the procedure.